Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17apr2020.

Event description:
It was reported that the ventilators touchscreen was failing calibration. There was no patient involvement. The customer troubleshot with technical support and attempted multiple touchscreen calibrations. The touchscreen would drift out of calibration after turning the v60 ventilator off. The customer was advised to replace the touchscreen.

Manufacturer narrative:
G4: 01may2020. B4: 05may2020. The customer reported that the unit was repaired with the touch board replaced. The ventilator was returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.